Manufacturer narrative:
A visual inspection was performed, and the reported break was unable to be confirmed. The guide wire was sent to fourier transform infrared spectroscopy (ftir) scans for further analysis of the unknown contamination found on the tip of the wire. The chem report concluded that the unknown materials had good ftir scan resemblance to biologicals such as blood and skin. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Possible factors that may contribute to coil damage may include, but not limited to, manufacturing, damaged during unpacking, mishandling during preparation, anatomical conditions, or interaction with other devices. The reported patient effect of perforation is listed in the instructions for use guide wire hi-torque guide wires for ptca, pta, stents with ce as a known patient effect of the procedure. The investigation was unable to determine a conclusive cause for the reported difficulties. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Based on the limited information provided, it is possible that the noted stretched coil damage caused the appearance of the reported beak; however, this could not be confirmed. Based on the chem report, it is likely that the noted contamination on the tip is anatomical calcification that likely got caught on the stretched coil during retraction. Additionally, the treatment appears to be related to the operational context of the procedure. The noted teflon coating damage likely occurred during retraction through the torque device or other accessory devices used in the procedure. The noted bends on the guide wire likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a balance middleweight (bmw) universal ii guide wire coil separated, and a perforation was noted. Type of treatment was not reported. There was no clinically significant delay in the procedure. No additional information was provided.